Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation an increase in ventricular capture thresholds and a significant increase in pacing impedance was observed on the right ventricular lead. No changes were made as the patient rarely paced in the ventricle and was doing well. The patient was to be monitored and was stable.